Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable na, k, and cl electrode results for 2 patient samples and questionable na electrode results for 1 patient sample on a cobas 6000 c501 module. Patient 1: the initial na result was 136 and the repeated result was 142. The initial k result was 8.8 and the repeated result was 4. The initial cl result was 70 and the repeated result was 100. Patient 2: the initial na result was 80 and the repeated result was 134. The initial k result was 1.5 and the repeated result was 4.5. The initial cl result was 397 and the repeated result was 101. Patient 3: the initial na result was 152 and the repeated result was 142. The units of measure were not provided.

Manufacturer narrative:
The investigation found the potassium chloride (kcl) bottle empty but the inventory screen showed it still had available tests. The investigation determined the issue was due to user error (air in the reference line caused by an empty bottle installed as a new one or pooling of the ion-selective electrode ise reagents). The investigation did not identify a product problem.